Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04501. It was reported that the patient experienced ineffective stimulation. Reprogramming was attempted, but did not restore therapy. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein one of the leads was explanted and replaced. Post-operatively, stimuatlion therapy was restored. It is unknown which lead was replaced, therefore both leads are being reported.